Manufacturer narrative:
Tw#(B)(4). Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was returned to the factory for evaluation on 03/31/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be transected and melted down the center of the c-ring. No other visual defects were observed in the photograph. An investigation was conducted on 04/03/2025. A visual inspection was conducted. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be transected down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device well as the photographic evaluation and the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000440981 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring (polycarbonate it appears) cracked down the middle at the apex of the "c". This left the c-ring essentially in two halves, with each prong supporting half the c-ring. No components detached from the device, nothing was ever loose inside the patient, and nothing left behind. Visualization was not compromised, at some point approximately 3/4 through the harvest shari noticed the c-ring not functioning normally. She withdrew the device to investigate which is when she noticed the c-ring being split in two halves. She does not know why it occurred, it was a fairly normal harvest up until that point. She also does not believe the c-ring came into contact with the jaws, this makes sense as it is a fairly clean cut with no thermal damage that I can see. Per photo provided by the complainant, it is observed the c-ring split in two halves. The procedure was completed with a new vh-4000. A small procedural delay, approximately 5 minutes. No patient injury